Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. Software: 2.30c. (B)(4).

Event description:
An ophthalmic surgeon reported that the flap was not cut in the 10-12 o'clock area of patient's right eye (od), during a laser-assisted flap cut for a lasik surgery. According to the reporter, the conjunctiva seemed to be "sucked in." The ablation treatment was not performed. A second surgery was planned. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: a company representative visited the site optimized the system. The system was found to meet specifications prior to departure. The system met specifications at the time of release. As the conjunctiva sucking into the pi is indication to stop treatment and to attempt to redock, the root cause of the reported event can be attributed to use error. (B)(4).